Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that in the literature review "long-term outcomes for arthroscopic thermal treatment for scapholunate ligament injuries"; after arthroscopic electrothermal treatment of low-grade geissler¿s scapholunate interosseous ligament (slil) injuries, using a vulcan rf arthroscopy system with a micro tac-s angled monopolar probe; 1 patient sustained an ipsilateral triangular fibrocartilage complex tear that required treatment. Details about the treatment were not specified, and no further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Article: burn, m. B., sarkissian, e. J., & yao, j. (2020). Long-term outcomes for arthroscopic thermal treatment for scapholunate ligament injuries. Journal of wrist surgery, 9(01), 022-028. Doi: 10.1055/s-0039-1693973.